Event description:
Per the clinic, the patient experienced no benefit with device use as a result of device migration. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.